Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that he, along with 4 other surgeons at their facility, have noticed an increase in post operative corneal edema. At first the surgeon thought this issue to be related to the balanced phaco tip. All surgeons at the facility have gone back to using the 30 or 45 degree kelman mini-flared tips. Cases have been performed at satellite clinics with the inifiniti system and no edema has been noted. The facility does not use detergents or enzymes to clean instruments, but they do use a "quick rinse" unit. No ultrasonic cleaner is being used between patients nor do they soak the instruments on the field after use. They wipe them, flush them, then sterilize them. Per the surgeons, the edema has the appearance of bullous keratopathy (bk). This file will reflect the 2nd of the 5 surgeons experiencing this issue.